Event description:
Reporter called to report concerns about her curlin 6000 infusion pump. The pump's back latch will not lock or stay closed (broken) while infusing her medication hence, causing air pockets to infiltrate into the tubing. Reporter states that she is priming the pump per manufacturer instructions but continues to experience air in her lines which can be a risk for air embolisms. Reporter also stated that there is a 15- to 30-minute delay before the pump actually starts infusing. Reporter has contacted her healthcare personnel regarding the pump issues and was told to shut the pump down and wait for a new one to be delivered which is unrealistic due to her health concerns. Reporter was recently discharged from the hospital after a 65+ day stay and is still recovering from liver infection and needs these medications to help with her recovery.